Event description:
While removing right femur screw, the synthes screw removal tool head broke. A metal fragment was retained in the bone. Attempts were made to remove the fragment without success. Surgeon made decision to leave the fragment in place.